Event description:
It was reported that the second implant could not be deployed due to inner prong became jammed. First implant had to be cut out. There was no significant delay or patient injury reported.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time.